Manufacturer narrative:
Conclusions: other (lack of info, no films, no autopsy report).

Event description:
Two endeavor rx drug-eluting stents were implanted (overlapping) in the mid lad (MFR report# 2953200-2009-00482). At 30 day and 7 month follow ups, pt was asymptomatic / free of symptoms. Approximately 10 months following index procedure, it is reported that pt died due to cardiac failure. A non sudden cardiac death is reported. It is reported that death was not associated with a mi and there was no evidence of stent thrombosis. No other documents or details about the event are available. Autopsy report is not available. Investigator has indicated that it is not assessable if event is related to the study stent.